Manufacturer narrative:
A customer alleged generating a discrepant sars-cov-2 result while using a cobas sars-cov-2 & influenza a/b nucleic acid test for use on the cobas liat system. No harm alleged. Run #3426 detected sars-cov-2 with CT-36.1 using reagent lot 10628v. The same nasopharyngeal sample was retested on the same analyzer, which generated negative results. It was indicated that the positive result was crossed over and was reported. The customer uses a remel m4rt collection kit which is on label. The alleged run generated a CT value that is delayed and indicative of a sample with a viral concentration below the test's limit of detection (lod). Samples below the lod may generate wavering results upon retest. Further analysis of the dataset did not show any signs of a systematic issue. An investigation was performed on the alleged reagent to rule out any contribution to the allegation. The customer allegation is substantiated. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from united states alleged a discrepant result for a single patient sample sars-cov-2 result while using a cobas sars-cov-2 & influenza a/b nucleic acid test for use on the cobas liat system. Run #3426 detected sars-cov-2 CT-36.1 using reagent lot 10628v. The same nasopharyngeal sample was retested on the same analyzer, which generated negative results. It was indicated that the positive result was crossed over and was reported. An investigation was conducted to evaluate the customer issue review of the data shows sample is at lod. The curve shows low level amplification and any abnormalities in the runs or data set that would have contributed to erroneous results. No harm was alleged. Per FDA guidance, one(1) mdrs will be filed, one per discrepant result.